Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test, and excessive no delivery alarm tests. All of the buttons functioned properly. However, corroded keypad traces were noted during the visual inspection. A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection. The empty reservoir alarm functioned properly during testing. However, a noisy motor was noted due to a faulty motor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The husband reported via phone call that the customer was hospitalized on (B)(6) 2015 for high blood glucose. The customer's blood glucose was 327 mg/dl at the time of admission. The husband also reported the customer was vomiting for two hours prior to being hospitalized. It was also reported the customer was wearing the insulin pump at the time of hospitalization and they were unable bolus for their blood glucose. The husband also reported the customer had a keypad anomaly. It was reported the buttons were sticking and the up and down arrow buttons were not functional. The husband also reported they did not receive a low reservoir alarm. The customer could not recall any significant events leading to the keypad issues. Customer's blood glucose was 224 mg/dl at the time of incident. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.